Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was moved to recovery and a pseudoaneurysm was located and a thrombin injection was given to correct the pseudoaneurysm. After the injection it was observed that the pseudoaneurysm was not corrected and the patient was returned to surgery and a covered stent was put in place to correct the pseudoaneurysm. No further injury or complication noted and the patient was discharged.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. While the device was not returned for physical investigation. Pseudoaneurysm are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.